Event description:
During laparascopic cholecystectomy, the endopath disposable surgical trocar (12mm) fractured in half. Both the distal and proximal parts were removed. Upon examination, a small bit of plastic (the size of the end of a pencil) was apparently still in the abdomen. The fragment was not located.